Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) there was no label on the product. There was no report of impact to patient or user.

Manufacturer narrative:
Investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 3339293 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include sleeve attribute testing prior to release to ensure that they conform to typical levels. All sleeve attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 3339293. There were no retention samples available for investigation of this complaint. One photo was received for investigation of this complaint. The photo shows three sleeves side by side, 2 without a sleeve label and one with the sleeve label. No returns or retains were available for this investigation. This complaint can be confirmed. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for missing labels.

Event description:
It was reported when using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) there was no label on the product. There was no report of impact to patient or user.